Event description:
Serious injury: intervention required; recalculation of treatment; delay in surgery. An ophthalmic technician reports that a patient was prepped for refractive surgery, however, the laser system showed the treatment was not within range and the procedure could not be started. Tech services called and provided assistance over the phone. Explained to the surgeon the treatment plan chosen was not being accepted by the laser system. The surgeon modified the sphere part of the treatment plan, the technician loaded the new treatment plan and the case was completed. The surgeon stated there was no harm or injury sustained by the patient.

Manufacturer narrative:
Determination of root cause: assessment: tech support was provided via phone. The site was advised to decrease the spherical value by 0.25d. The surgeon agreed and was able to proceed with the altered treatment plan. Conclusion: based on the results of the investigation, the root cause was user use / misuse (the user is aware that the laser system allows only treatments that are contained in the treatment library). (B) (4)